Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced discomfort during the use of the dexcom system. The patient stated that about after a week of wearing the sensor, they would experience back pain. The patient stated that it felt like it was their kidneys but the moment they removed the sensor, the pain went away almost immediately. The patient went to a gastroenterologist and the gastroenterologist stated that it could be an allergic reaction to the nickel that was causing the discomfort and advised the patient to discontinue use of the device. The patient stated that they stopped the use of the device and after trying it for another week. Additionally, the patient stated that they were allergic to a variety of different things and was aware that this could be a possible reason for the back ache. No additional patient or event information is available.